Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a black screen; the cable was removed and reseated, restoring functionality. The full height drawer was found to be off the bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was completely down. A field service engineer (fse) removed the back panel and observed that the boards were completely dead. The fse replaced both boards, verified all cables for any signs of damage or wear, and powered the system back on. The new boards were configured, and the customer performed an inventory count with no issues observed. Following these actions, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.